Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a crimped cannula event on 25-aug-2024. The site was patient's abdomen. The blood glucose level of the patient was high which was treated by correction bolus via pump. No further information was available